Manufacturer narrative:
Endeavor resolute des is not marketed in the us but is similar to the resolute integrity rx coronary drug eluting stent. If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure an attempt was made to use one endeavor resolute rx coronary drug eluting stent to treat a severely tortuous and mildly calcified lesion located in the mid lad exhibiting 90% stenosis. The device was inspected with no issues noted. The lesion was pre-dilated. The device did not pass through a previously-deployed stent. Resistance was encountered when advancing the device. Excessive force was not used during delivery. It was reported that the stent failed to cross the lesion because of the serious tortuosity of the lesion and an image of the device showed stent deformation occurred. The procedure was completed using a non-medtronic device. No patient injury reported.

Manufacturer narrative:
Stent deformation occurred in the process of trying to pass through the lesion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Image review: photo 1; image shows the distal portion, the luer of a device and a portion of the shelf carton. Deformation is evident to the distal portion of the stent. The lot number printed on the luer of the device corresponds with the lot number on the shelf carton and the lot number that was reported in gch. Photo 2; image shows a ¿not passing¿ situation statement. If information is provided in the future, a supplemental report will be issued.